Manufacturer narrative:
Initial reporter facility name: (B)(6). Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for bowed tubes with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of bowed tubes was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had non-cosmetic molding defects, but could still be used. The following information was provided by the initial reporter: "tubes bent or twisted, not straight, before use".